Event description:
The pt received his scs system on (B)(6) 2006. It was reported on (B)(6) 2010 that his ipg was no longer holding a charge. In an effort to resolve this issue, a replacement charging system was shipped to the pt. His ipg was subsequently removed and replaced on (B)(6) 2010. The explanted device was returned to the MFR on (B)(6) 2010.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected at the subassembly level and the device was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.